Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. Thereby a higher than expected current consumption since the (B)(6) 2016 was observed, which led to the reported clinical event. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage, which may compromise the ability of the device to deliver therapy. A depletion of the battery in less than 34 months is expected, if the present current remains stable. However, if the current increases a faster depletion of the battery is expected. A close follow-up within the next 6 weeks should be considered to monitor the technical development. Should new information become available this analysis will be updated.

Event description:
Ous MDR - it was reported that 26 months after the implantation, during a regular follow-up with normal parameter values, a battery depletion warning was seen on the programmer. No adverse patient side effects were reported. The device was not returned and there was no mention of any intervention. It is believed this device remains implanted.